Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had keypad anomaly and battery out limit. Customer¿s blood glucose was 138 mg/dl at the time of incident. The customer's current blood glucose level was 336 mg/dl. Troubleshooting was performed. The customer stated that they were not able to clear the alarm customer stated that numbers are ramping on their own. Customer stated the scroll bar is not moving with no input. The insulin pump was not exposed to a change in altitude. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify unexpected battery power loss anomaly due to buttons not responding.